Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 38831414 and lot number 2145968. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither pictures nor physical samples were available for return, a thorough sample analysis could not be performed. Based on the investigation results, an exact cause could not be determined for the reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with bd insyte¿ IV catheter the catheter tip was discovered to be damaged. The following information was provided by the initial reporter, translated from spanish to english: the patient is channeled and the catheter does not advance when it is removed, the tip of the catheter is flowery.

Event description:
It was reported that during use with bd insyte¿ IV catheter the catheter tip was discovered to be damaged. The following information was provided by the initial reporter, translated from spanish to english: the patient is channeled and the catheter does not advance when it is removed, the tip of the catheter is flowery.

Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.